Manufacturer narrative:
The lens received for evaluation. The results of our analysis shows the lens met all manufacturing specifications. The diopter measured correct as labeled. Our investigation into this event reasonably suggests that it is not manufacturing labeled.

Event description:
The physician reported the intraocular lens was removed and replaced without complications, due to the improper iol power implanted initially.